Event description:
Customer reported via phone, the buttons on the insulin pump were unresponsive. Customer attempted to resolve the issue by replacing the battery but the device continues to vibrate with no error message and the buttons do not work. Customer was attempting to bolus when the anomaly occurred. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The down arrow button on the insulin pump was unresponsive due to corroded keypad trace. Displacement test was not performed due to the keypad anomaly. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.